Manufacturer narrative:
(B)(4): device not available for analysis.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The device was explanted on (B)(6), 2010, and the patient was reimplanted with a new device on the contralateral side during the same surgery.it was also reported that the device is not available for analysis.

Manufacturer narrative:
Correction: the correct date of this report is june 27, 2013; not june 27, 2012, as previously reported this report is filed april 20, 2015. Device not available for analysis.